Manufacturer narrative:
According to the customer, on (B)(6) 2025 the patient's gastric tub had come out, and it was discovered that there was a "pin hole leak" in the balloon. The customer reported the defective product was re-inserted and "anchored using tape and a binder until a new one can arrive". The customer reported a new tube will be inserted when a replacement is available. The customer reported there was no serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 the patient's gastric tub had come out, and it was discovered that there was a "pin hole leak" in the balloon.